Event description:
Baxter received a customer report concerning a patient who received an unknown concentration of 5fu and oncofolic via a folfusor lv10 connected to a port. According to the reporter, the unknown infusion volume was delivered in 12 hours instead of the expected 24 hours. No abnormalities were observed during priming or during use. There was no injury or medical intervention that resulted from this incident.